Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / chronic pain on left"), dysmenorrhoea ("dysmenorrhea (cramping)") and autoimmune thyroiditis ("autoimmune disease/ hashimotos disease") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: zoloft, progesterone and levothyroxine. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 28 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ left side lower abdomen"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), rash ("rashes/ rashes or skin conditions"), fatigue ("exhaustion/ fatigue"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and scar ("chronic pain with scar tissue on left side/ chronic pain on left side") and was found to have weight increased ("weight gain") and weight decreased ("weight decreased"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, autoimmune thyroiditis, vaginal infection, cystitis, urinary tract infection, rash, weight increased, weight decreased, fatigue, anxiety, depression, vaginal haemorrhage, menorrhagia and nausea outcome was unknown and the pelvic pain, abdominal pain lower and scar had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, rash, scar, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date: (B)(6) 2015. Current weight 238 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs added : events added - migration of essure device, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, nausea, bladder infection, urinary tract infection, chronic pain with scar tissue on left side and patient did not undergo an essure confirmation test. Preferred term of event autoimmune disease was updated from autoimmune disorder to autoimmune thyroiditis. Onset date of events added. Event outcome were updated. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe crampimg"), vaginal infection ("vaginal infection"), rash ("rashes"), weight increased ("weight gain"), fatigue ("exhaustion"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a surgical procedure with removal of the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower, vaginal infection, rash, weight increased, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, fatigue, pelvic pain, rash, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.